Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient might have had possible rf issue since the device was not able to communicate with their home transmitter noted via remotely. Patient was brought in clinic, upon interrogation it was confirmed rf was not working. Cybersecurity update was performed, and rf was successfully restored. The patient was doing well before, during, and after device restoration.